Event description:
Info received indicates when the brake is set, the foot end casters will lock, but the head casters never engage.

Manufacturer narrative:
The tech found both head end casters were broken. The tech replaced the head end casters to repair the bed.